Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, three episodes of noise oversensing were observed on the right ventricular (rv) channel of this pacemaker. The noise oversensing led to pacing inhibition but no related symptoms for this pacemaker dependent patient. Testing was performed but no noise was recreated and the physician has elected to continue monitoring the system. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.